Event description:
Information received indicates the bed has no power.

Manufacturer narrative:
The technician found the sc connector pulled loose from the power control board. The technician replaced the power control board to repair the bed.